Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer reloaded the same cartridge and continued insulin therapy. Customer's blood glucose was 120 mg/dl.